Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 22 previously reported events are included in this follow-up record. Product return status 14 devices were received. 6 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 10 devices were found to be affected by corrosion. 3 devices were found to be affected by broken down lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 22 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 22 previously reported events are included in this follow-up record. Product return status: 14 devices were received. 8 devices were not available for evaluation. Event confirmation status: 5 reported events were confirmed. 9 reported events were not confirmed. Evaluation results: 10 devices were found to be affected by corrosion. 3 devices were found to be affected by broken down lubrication. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 21 events were originally reported for this failure mode during the reporting quarter. 22 events should have been reported; 1 event was inadvertently excluded. - 22 reported events are included in this follow-up record. Product return status 14 devices were received. 8 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 10 devices were found to be affected by corrosion. 3 devices were found to be affected by broken down lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 10 devices were received. 11 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by corrosion. 2 devices were found to be affected by broken down lubrication. 1 device had no problem found. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.